Manufacturer narrative:
Product ID 8703w, lot# l58817, implanted: 1999 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that since the patient got her pump, she noticed that she didn¿t get as much pain relief when she was 25 days out from the pump being empty. The pump ¿scales down¿ at 25 days and sometimes to the point where the patient felt like she was in withdrawal. The pump was infusing clonidine, bupivacaine, baclofen (unknown), and morphine (unknown). No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.